Event description:
It was reported that this electrode was repositioned the morning of the implant as a chest x ray revealed this electrode was veering significantly left over the top of the heart. This electrode remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.